Event description:
The css console was not supporting a pt. The customer reported that the css console was shipped from another hospital, and the alarm panel had not been turned off. The "low battery" indicator was lit up on the alarm panel. The customer also reported that after connecting the css console to wall power overnight to charge the console batteries, the ac power light was green but the charge light was not green, and the "low battery" indicator was still lit up. The alleged failure mode poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. In addition, the reported issue would not prevent the css console from performing its life-sustaining functions. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.